Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unspecified pump error. The customer's blood glucose level was 100 mg/dl at the time of incident. The customer stated that they were to successfully clear the alarm but they were unable to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.